Manufacturer narrative:
Unit not received stuck in manufacturing mode. Unit received with missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture at bottom right corner of overlay and peeling end cap address label.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated there were cracks around the reservoir area. The customer¿s blood glucose level was 122 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.